Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood leaked under the bottom of the wing. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed blood leaked under the bottom of the wing. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2025. Investigation summary bd received 10 samples for investigation. Each sample underwent functional tests to assess the functionality of the device. All samples passed the tests, exhibiting no signs of damage to the device or leakage during use. Additionally, the samples were subjected to further functional tests to assess retraction lockout. All samples passed these tests as well, with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.